Event description:
The nurse answered call light in l and d concerning a leaking IV. When the nurse removed the coflex to check the site, one of the 2 pigtails broke off at the y-site of the extension set, blood spilled all over until it could be clamped off, and switched over which required a new extension set.